Manufacturer narrative:
Failure analysis noted that the insulin pump had no button response due to corroded keypad traces. There was no button error alarm. The pump had cracked reservoir tube lip. There was moisture damage on the lcd board.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 122 mg/dl at the time of incident. The customer stated that the pump got wet when the customer was pushed into a pool. There was fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.